Event description:
(B)(4). Days after implantation I began getting headaches that last for days at a time, I began feeling extreme fatigue and a general feeling of not being well. As time went on I began having stabbing pains starting in my pelvic ares shooting through my lower back and hips. I also have been having pains that feel like electric shocks in my finger tips, legs and feet. Since getting essure my body stays broke out in acne and I have mood swings. I have had instances where I have trouble remembering things, mixing up my words and feeling like my brain is not functioning properly. I will now be having a bilateral salpingectomy.